Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the down arrow was under responsive to user presses. It was also noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, all the buttons were under responsive. The keypad cover was found to be punctured and peeling on the down arrow button. The keypad cover was removed and there was contamination found around all the contacts. The ok and down arrow buttons were found to be inverted. There was no moisture damage observed in the battery compartment. A leak test was performed and failed at the cracks on the left side of the display lens. The pump case was removed and there was no damage observed. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. Additionally, the display appeared dim and discolored.